Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1917 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeu1917) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported "the valve to prevent blood from coming out of the hub flips around when the needle is retracted, preventing all flow through the catheter." It was stated this occurred twice. This report addresses the first device.